Event description:
It was reported that after using bd vacutainer® barricor¿ lh plasma blood collection tubes abnormal results are occurring. The following information was provided by the initial reporter: sample taken from tube 365057 lot no: 2257020 , potassium: 8 creatinine: 800 when did the incident occur? After use the establishment took a 1st sample from one of its customers using tube 365057, batch no. 2257020, and obtained the following results ¿ potassium: 8 creatinine: 800. At the same time, another sample was taken from a fluoret tube for creatinine and the result obtained was 80. The results then appeared abnormal (no decrease in calcium or anything else) and the technician took other samples from tube 365057 lot no. 2257020, which turned out to be completely normal for potassium and creatinine.

Manufacturer narrative:
H6. Investigation summary: material #: 365057. Lot/batch #: 2257020. Bd had not received samples or photos for evaluation. Therefore, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, erroneous results-potassium and erroneous results-creatinine, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-potassium, creatinine. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® barricor¿ lh plasma blood collection tubes abnormal results are occurring. The following information was provided by the initial reporter: sample taken from tube 365057 lot no: 2257020 , potassium: 8 creatinine: 800 when did the incident occur? After use the establishment took a 1st sample from one of its customers using tube 365057, batch no. 2257020, and obtained the following results potassium: 8 creatinine: 800. At the same time, another sample was taken from a fluoret tube for creatinine and the result obtained was 80. The results then appeared abnormal (no decrease in calcium or anything else) and the technician took other samples from tube 365057 lot no. 2257020, which turned out to be completely normal for potassium and creatinine.